Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was contacted to discuss a survey. During that call, the customer stated that the insulin pump put her in a coma and nearly killed her. The customer stated that she did not want to hear anything about the insulin pump. The customer stated that she no longer has the pump. The customer stated that the doctor removed the insulin pump from her, and discarded it. The customer asked that nobody from the company contacts her for further comment about the event or for anything insulin pump related. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.